Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set that came off as the tape was not sticking. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.